Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
In 2008, this pt was implanted with a gore tag thoracic endoprosthesis. The following month, the pt presented with back pain and on the next day a large hematoma proximal to the gore tag thoracic endoprosthesis was observed. The pt underwent a reintervention the next day, in which two add'l gore tag thoracic endoprostheses were implanted. The first device was implanted to the level of the left subclavian artery and the second device was implanted to bridge the two devices. Post-implantation, a patch angioplasty was performed to repair the pt's left superficial femoral artery. The pt is reported to be in good condition. A completion angiogram demonstrated complete occlusion of the aneurysm. The pt is reported to be in good condition. Further investigation is being conducted.